Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net, right atrial exhibited competitive atrial pacing which resulted in inappropriate mode switching, episodes of oversensing were noted. New information from the nurse received on 5/26/2016 states the atrial lead was still exhibiting some episodes of retrograded p-waves conduction and the atrial noise was still present. No changes to programming were noted, the patient was asymptomatic and fine.